Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 206 mg/dl. The customer reported that the reservoir compartment threading broke off. The customer stated that the reservoir compartment or ring the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with broken battery tube threads and cracked reservoir tube lip (not broken).